Event description:
It was reported that on (B)(6) 2025 the patient underwent a revision procedure in which the saluda lead was explanted as it was assessed as defective. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).